Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not open. A field service engineer found that the refrigerator door wasn't fully opened, causing the remote manager to fail. Upon inspection, it was found that the fridge lock was preventing the door from fully opening. The fridge was unlocked, allowing the door to open and disengage from the remote manager. The station was then restarted to resolve the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es refrigerator not fully open. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.